Manufacturer narrative:
By checking the DHR of the involved lot #20bq07j, no pre-existing anomaly was found on the items placed on the market with the same lot #s. We will submit a final MDR once the investigation will be completed.

Event description:
During knee surgery performed on (B)(6) 2021, three shaft amf revision tt cones (product code 906c.10.800, lot #20bq07j) broke. It was reported that surgeon was reaming bone preparing for cone when shafts snapped. According to the complaint source, the breakages were probably due to potential cement still left in the canal prior to reaming. Surgery was completed using competitors reamers. Surgery prolonged of 15 minutes. No consequences were reported for the patient. According to the provided information, surgeon was satisfied of the outcome. It was reported that instruments were used around 5 times. Event happened in the us.